Event description:
This report summarizes one malfunction. A review of the reported information indicated that model fem1212 endovascular stent graft allegedly experienced a fracture and deployment issues. This information was received from one source. This event involved one patient with no patient consequences. The patient is a (B)(6) year old male weighing (B)(6) lbs.